Event description:
Customer reported she was hospitalized for high blood glucose. Customer stated she is having issue with a blank display. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.